Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-op check upon interrogation, the device showed a device parameter error message. The device was set back to nominal settings and reprogrammed. There were no further complications and no symptoms were reported.